Manufacturer narrative:
B3: event date is not known. Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown; software version: 1.0.1124. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain. It was reported that the reason for the call was the patient said it took forever to deliver the bolus for quite a while. The patient said the screen got stuck at a certain percentage when it was connecting and sometimes it just said connecting. The patient stated they were having problems with their arm holding the communicator over the implant area for 10-15 mins to connect to the pump. The patient mentioned they just had spine surgery and it took a minute for them to move around. The patient asked for personal therapy manager (ptm) replacement. The patient provided their managing health care provider (hcp). The handset serial number was (B)(6) and the a820 myptm software version was 1.0.1124. The patient stated that the boluses per day was 6. The agent assisted the patient with clearing the data on the handset and the patient said they had her do this once before. The patient was able to connect to the pump quickly with the lockout screen. The agent reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.